Event description:
A user facility biomedical technician (bmt) reported that an internal dialyzer blood leak occurred immediately after a patient¿s hemodialysis (hd) treatment was initiated. The blood leak was reported to be visually observed within the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. The complaint device was reported to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned from the reported lot number for evaluation. During the visual examination of the sample, a delamination was observed on the non-cavity ID end of the dialyzer extending from approximately 330° to 30°, with the dialysate ports situated at 0°. No other damage or irregularities were noted on the returned sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that an internal dialyzer blood leak occurred immediately after a patient¿s hemodialysis (hd) treatment was initiated. The blood leak was reported to be visually observed within the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. The complaint device was reported to be returned to the manufacturer for evaluation.